Event description:
Healthcare professional reported a xen®45 gts event described as stick/sticky slider made reload of stent difficult, reload in posterior implantation and stent fracturing. A new stent was required during implantation in left eye. Surgery was completed with second xen®45 gts device. The device remains implanted. No eye injury noted.

Manufacturer narrative:
Device evaluation: one xen 45 gts injector was received. The needle cover was received attached to the injector. The retention plug and cam lock were not returned. The slider knob was returned in the end position and the bevel selector in the center position. A functional test was performed.the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions, and audible clicks were heard during the process. Slider knob resistance was not observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions without any resistance; therefore, the expected condition was met. During evaluation, the gel stent was not present within the device and it was determined that the gel stent was not returned. Since the gel stent was not returned, a proper evaluation for the complaint condition of intraoperative breakage cannot be performed. No further evaluation can be performed. Conclusion: the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is not confirmed since no slider knob resistance was observed during functional testing. The reported complaint condition of intraoperative breakage is unable to confirm since the gel stent was not returned with the sample. No further evaluation can be performed.

Event description:
Healthcare professional reported a xen®45 gts event described as stick/sticky slider made reload of stent difficult, reload in posterior implantation and stent fracturing. A new stent was required during implantation in left eye. Surgery was completed with second xen®45 gts device. The device remains implanted. No eye injury noted.

Manufacturer narrative:
Type of investigation code: the xen gel stent remains in the eye and is not accessible for return. The injector was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted.